Event description:
Subsequent to the initial report, additional reported information indicates that the 4.0x16 mm rx graftmaster hypotube jacket was separated at the distal end of the strain relief tubing and the physician explained that the separation probably occurred during the attempted removal due to the friction caused by the contrast media. Additional reported information indicates that the site was aware of the balance middleweight (bmw) universal ii guide wire stretched proximal coils distal to the proximal solder and this damage occurred during removal of the 4.0x15 mm rx graftmaster and bmw universal ii guide wire as a single unit. Reportedly, no other issues occurred during use of the bmw universal ii guide wire.

Event description:
It was reported that during a procedure to treat a stenosed lesion in the circumflex, a 4.0x28 mm rx xience xpedition stent was implanted. A 4.5x12 mm non-abbott balloon catheter was advanced and post-dilatation was performed due to residual stenosis in the proximal tract of the xience xpedition stent. After post-dilatation was complete, at the level of the stent, a perforation occurred with exiting of contrast out of the vessel. A 4.0x15 mm rx graftmaster stent was advanced but could not cross the perforation. The graftmaster was attempted to be retrieved; however, coming back into the common trunk the graftmaster was stuck on the guide wire without any possibility of movement in the common trunk. As it was not possible to retrieve the graftmaster in the guiding catheter, the graftmaster and guide wire were withdrawn from the patient anatomy as a single unit. The procedure was completed successfully by using another graftmaster. There was no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). The bmw universal ii guide wire referenced is being filed under a separate medwatch report. Correction: typo - 4.0x15 mm rx graftmaster corrected to 4.0x16 mm rx graftmaster. Evaluation summary: the complaint device was returned for analysis. The reported resistance with the guide wire and the shaft separation were confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual, dimensional and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The 4.0 x 28 mm rx xience xpedition stent referenced is being filed under a separate manufacturer report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.